Manufacturer narrative:
(B)(4).baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom of a fading screen, which was reproduced. Evaluation found the device to power off by itself, causing the screen to fade away. Also found were depressed battery contacts (2 negative) that caused intermittent dc operation. The rear case was replaced to correct the condition.additional information:(B)(4).

Event description:
It was reported that a spectrum pump had a fading screen. It was also reported there was no patient involvement.